Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 331-unknown mg/dl). Multiple corrections were delivered; however, bg did not lower until an insulin injection was administered. Customer alleged the pump was not delivering insulin properly. Customer reverted to using pump for basal delivery and administered insulin injections for bolus delivery if bg did not lower. Pump system check was performed with tandem technical support; no device issues were identified. However, customer continued to allege the pump was the cause of the event.